Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms, while the pump was charging. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose levels ranged from 115 (mg/dl) to 109 (mg/dl). In addition, it was reported that the customer was having difficulty charging the pump due to the usb cable not fitting into the pump's usb port. Reportedly, the customer used an alternate usb cable to resolve the issue. The customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.